Manufacturer narrative:
The philips field service engineer arrived at the customer¿s site and performed a thorough inspection of the system. The service engineer was unable to confirm the reported problem, and verified the control panel¿s rotational lock was functioning properly. As the system has been returned to service with no part return anticipated, no further failure analysis can be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The philips field service engineer arrived at the customer¿s site and performed a thorough inspection of the system. The service engineer was unable to confirm the reported problem, and verified the control panel¿s rotational lock was functioning properly. As the system has been returned to service with no part return anticipated, no further failure analysis can be performed.

Manufacturer narrative:
Evaluation of the defective control panel will be included in a follow up report upon its return and investigation completion.

Event description:
The customer reported encountering an incident where the rotational lock on their epiq ultrasound system¿s control panel would not function properly. It could not be determined if the free rotation of the control panel was identified while the system was stationary or in transit. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.